Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that electrical testing found the continuity was complete in the distal conductor. The analyst noted that the trifurbication portion of the lead has corrosion on the ring within the trifurbication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned after being explanted and subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.